Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide after a peripheral intervention with a 6f sheath. Reportedly, when the footplate lever was pulled back, it did not feel correct. The lever was put back down, and the device was removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional testing was performed with the returned device. Deployment and retraction were verified via manually opening and closing the lever with no resistance noted. The reported, 'when the footplate lever was pulled back, it did not feel correct' was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported irregular appearance. The reported irregular appearance appears to be related to the physician¿s perception as the use of the proglide device can have different perceptions of feel/touch based on the user. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.